Manufacturer narrative:
No product will be returned per customer. The customer complaint of spike broke inside IV bag was confirmed. Photo provided by the customer shows the tip of the drip chamber spike was broken off. The root cause of this failure was not identified.

Event description:
It was reported that when the bag was spiked, the tip of the connector came off in the bag.

Manufacturer narrative:
Report source: medline complaint coordinator. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that when the bag was spiked, the tip of the connector came off in the bag.